Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 1660. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device displayed error code 1660" was confirmed. The root cause of the event was an anomaly in the microprocessor board and was therefore replaced. The device passed all functional tests after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.